Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt236 infant dual heated with evaqua breathing circuit failed the pressure test on a servo-I ventilator. This was noticed before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned rt236 infant dual heated with evaqua breathing circuit was pressure tested for leaks. Results: no fault was found with the returned device. The rt236 infant breathing circuit operated properly during testing and did not leak. Conclusion: all breathing circuits are pressure tested during production and those that failed are rejected. The reported fault could not be replicated as the rt236 infant breathing circuit did not leak during pressure testing. The user instructions that accompany the device state: check all connections are tight before use. Set appropriate ventilator alarms. A ventilator alarm alerts the user to a leak and allows them to act by replacing the breathing circuit according to their standard procedures.